Event description:
Additional information was received that this patient had experienced ventricular tachycardia (vt) with a drop in rate during the explant procedure. External shock had been delivered.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.